Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. It was reported that the patient was implanted with one charite at l5-s1. Two weeks out, an x-ray revealed that the device was not placed properly. A revision was performed and the charite was replaced with a smaller size.

Manufacturer narrative:
No definitive conclusions can be made at this time. Based on the information provided, the event may have been related to implant sizing selection. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.